Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2018 patient experience issue with low blood glucose (hypoglycemia) and visit the emergency room and stay for 5 days there and value of blood glucose at the time of visit is 20. No further information available.